Event description:
Additional information received from the manufacturing representative (rep) reported that the patient was scheduled for a reprogram session (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's therapy did not seem to be working since (B)(6) 2015. The patient woke up hurting and in pain on (B)(6) 2015 and it was noted that the patient felt stimulation in both legs. The patient woke up in pain again on (B)(6) 2015 and was not feeling stimulation. The patient checked the implantable neurostimulator (ins) with the patient programmer and stimulation was turned off. Stimulation was turned on and the patient only felt stimulation in the right leg. It was noted that the patient should have stimulation in both legs. The patient had a loss of stimulation/therapy. The patient only had one group and one program available and did not have adaptive stim. Increasing stimulation did not resolve the issue. It was noted that there was some swelling at the ins site. The patient called a manufacturer representative (rep), but noted that the rep was out until (B)(6) 2016. The patient was to follow-up with her health care provider. There were no falls or trauma reported related to the issue. The symptoms were in the patient's left leg and the issue was noted to have been sudden. Additional information received from the rep reported that he was to call the patient. Additional information has been requested regarding troubleshooting and outcome but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.